Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The reported complaint is non-verifiable. The investigation confirms the returned device is a non mv product. The investigation found the proximal connector to be silver and the distal end broken and stretched. Due to the unreturned mv coil, the investigation cannot definitively confirm or unconfirm the events as described in the complaint record. The instructions for use (IFU) identifies premature and difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that after positioning of the embolization coil, the coil did not detach. The physician removed the coil together with the microcatheter. During removal, the implant coil detached from the delivery pusher. There was no reported patient injury or intervention.